Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 23 mmol/l. No other symptoms were reported. This blood glucose measurement does not meet animas¿ criteria of a reportable adverse event and is not being reported. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged air bubbles in the luer lock, cartridge and infusion set tubing. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.